Manufacturer narrative:
(B)(4): the device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual inspection revealed bends along the working length of the push catheter. The suture hole on the push catheter was torn. The suture and the stent were still loaded onto the push catheter upon receipt. The suture was observed twisted 360 degree from the proximal barb of the stent to the suture hole on the push catheter. The working length of the stent was bent. The guide catheter was observed stretched and kinked on the push catheter. A functional evaluation of this device could not be performed due to the damages observed on the device. The suture was cut to access the guide catheter however the guide catheter could not be removed. The guide catheter likely got stretched during the procedure, due to the excessive force applied by the physician in the attempt to retract the guide catheter and deploy the stent. The stent most likely became bent at the same time as the guide catheter became stretched. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.